Event description:
Report received from abbott international affiliate (abbott-australia) which states (the patient) "was transferred from the theatre recovery to ward 5es at approx 4:15pm on the day of the event. Patient had a pca only with a 13273 set which has the antisiphon valve on the patient end of the set. At 6:15pm the ward nurse noticed the patient was unarousable and proceeded to find that the bag of 100mg morphine was empty. The pt was transferred to ICU on a narcan infusion." Additional information received states "in this case the patient (a doctor) received 100 mg of morphine in aproximately 2 hours. Patient was in the ward. The nurse noticed the bag had emptied, patient was treated with narcan and returned to ICU for further observation. In addition to the patient receiving medication, patient had a prolonged hospitalization. The patient recovered from the incident. The company was initially advised that the antisiphon valve was not on the set. Further inquiries revealed that the antisiphon valve was in fact still attached to the patient's cannula. The set had been correctly primed by squeezing the bag with the valve attached to the set. It appears that other steps provided in the pump manual were not followed. For free flow to occur required the health professional to carry out a number of other steps incorrectly, e.g. Using slide clamp to close off flow, failing to close the cassette flow controller and not inserting the cassette into the pump correctly." No further information was available.